Event description:
During a patient's surgical procedure, left knee patella tendon repair, a 2.1 drill bit broke off in the patient's patella bone. The surgeon, tried to retrieve the approximately 1 inch drill bit from the patella but was unable to retrieve it. Dr immediately ordered an xray and made the decision to leave it due to the position of the embedded 1" broken drill bit.